Event description:
It was reported on (B)(6) 2012 that the patient underwent a generator replacement for prophylactic reasons on (B)(6) 2012, but during surgery the surgeon noticed that the lead was fractured and therefore replaced the lead as well. Both the generator and the lead were returned to the manufacturer on (B)(6) 2012 and product analysis was completed for both. Product analysis on the lead was completed on (B)(6) 2012. The electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. No obvious anomalies were noted. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the stated complaints. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. It was reported that during the patient's office visit on (B)(6) 2012 system diagnostics and normal mode diagnostics showed the device to be functioning properly with output=ok/lead impedance=ok/dcdc=2/neos=no and output=ok/lead impedance=ok/dcdc=3/neos=no respectively. The patient's settings were noted to be output=2.25ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=5min/magnet output=2.5ma/magnet on time=60sec/magnet pulse width=250usec. During this visit the physician referred the patient for a prophylactic generator replacement. It was stated that on (B)(6) 2012 the patient had no evidence of lead fracture or high impedance, however it is unknown if the patient had any trauma or incident after that appointment. Product analysis on the generator was also completed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. After the revision surgery the patient's lead impedance was noted to be "ok". Attempts for additional information have been unsuccessful to date.

Event description:
On (B)(6) 2012 it was indicated by the treating physician that the he did not have any of the patient's pre-operative diagnostics and no x-rays were taken prior to the surgery. During the surgery, when pulling the device outside the pocket it was observed that the lead was fractured. There was kink in the lead which the physician suspects was due to the patient's growth from the time of implantation five years ago when the patient was (B)(6) to the current time when the patient is (B)(6). The physician believes that there was no external trauma or manipulation on the patient that caused the lead fracture and attributes it to the patient's growth.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.